Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 500 mg/dl. The customer reported customer experienced symptom like thirst and tiredness. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated the customer treated for high blood glucose using manual bolus and did a manual bolus at 3:45 pm with blood glucose level 320 mg/dl. The customer reported they changed tubing last night and evidently insulin was not getting on her because blood glucose level went up to 500 mg/dl. Customer stated she did it twice because she was not comfortable and not sure for the first one, she took it out and put a new one. Customer does not alleged insulin pump was under delivering. Customer stated bubbles are present along the tubing length are small size only. Customer stated cannula was bent. The infusion set will be returned but other devices will not be returned for analysis.